Event description:
It was reported that a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was implanted with no complications. The patient was discharged on eliquis and baby aspirin. On (B)(6) 2019, the patient returned for their 45-day follow-up tee and the device was noted to be well seated with a 2mm leak. Eliquis was stopped that day and plavix 75mg was started daily. On (B)(6) 2019, the patient returned for their 6-month follow-up and plavix was stopped at that time. The patient remained on baby aspirin daily. The patient did not have a 1-year follow-up visit. On (B)(6) 2020, the patient presented to the emergency room with numbness/weakness on the left side, headache, and visual changes. The patient was only on aspirin at this time. A CT of the head showed a small chronic infarction along the right anterior higher frontal juxtacortical region. A cta of the neck/head showed no major stenosis or large vessel occlusion. The patient was not a candidate for tpa. A MRI of the brain performed on (B)(6) 2020 revealed an acute cva in the right temporal occipital region with hemmorhagic conversion. The patient was placed on dapt originally after the CT scan but this was stopped due to findings of hemorrhagic conversion with the MRI. The patient was discharged to inpatient rehab on (B)(6) 2020.